Event description:
It was reported that the keypad button presses did not activate desired pump functions. The patient's mother reported the ok button was intermittently unresponsive when pressed. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump was returned to animas. The results of the investigation were as noted: the keypad appeared intact with no lifting or peeling observed; however, testing confirmed intermittent responses to button presses on the ok and other keypad buttons. Multiple button presses requiring increased force were required before the buttons would engage. None of the keypad buttons had normal spring back or click. When the keypad was removed there was evidence of adhesive/contamination found under all the key contacts.